Event description:
It was reported that a patient required a revision surgery after dislocation of a kinematx wrist prosthesis. The patient had excessive joint laxity that progressed after surgery. The patient was successfully revised with a taller radial poly component to address the laxity.